Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and correction to h3. Correction: h3 on the initial medwatch inadvertently checked "not returned to manufacturer". B3, b5, d10 and g2 have been updated to reflect the additional information received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 because the date device returned was incorrect at the time of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was reprocessed before sending to olympus. Based on the results of the investigation, the cause of the dirty light guide lens cannot be specified because there was no physical damage and the dirt was not identified. Also, it is likely the biopsy forceps stuck inside the subject device, was forcibly withdrawn by the user, and part of the forceps remained in the device. This caused a delay in the procedure. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope was returned to olympus and was not tied to a complaint event from the customer. During inspection, the customer¿s forceps were found in the forceps mouthpiece. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned for evaluation. Foreign material, probably the customer¿s forceps, was found in the forceps lever (ks-mouthpiece). We assume the defect was caused by wrong user handling/user mishandling. Additionally, the following findings were also found and are as follows: (a.) The light guide cover glasses were chipped, cracked, or had discoloration - scratched - sharp edge (snag), (b.) The bending section rubber glue was cracked, (c.) Insertion part of the connecting tube buckled, (d.) The switch 5 button had scratches, (e.) The universal cord had a scratch, (f.) The connector, plug unit had damage on the housing unit, (g.) The angulation of the control unit in the up/down knob was less than specified, (h.) The play of the up/down knob was out of specification, (I.) The right left knob control unit for angulation was out of specification, (j.) The channel for the cleaning brush passage failed due to foreign materials , (k.) And the forceps passage failed due to the foreign materials clogging the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.